Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box was reviewed and showed multiple consecutive reboots on the reported failure date. The total daily dose (tdd) was observed to add up correctly and to reveal the user¿s programmed basal rate target. A visual inspection of the pump showed no damage to the battery compartment. The battery cap returned with the pump has intact threads. The battery cap contacts height and width measurements were taken and found to be within specifications. The pump powered ¿on¿ and displayed the ¿verify ¿screen correctly. After it was primed, the pump was exercised for 24 hours with no power interruption occurring during testing. The pump passed a 29 hour flow accuracy test and was found able to deliver with the requirement. The pump was opened and no visible moisture ingress was observed. No defects were found in the power flex and power circuit. The issue of the pump not powering on was not duplicated during testing and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient experienced elevated blood glucose levels in the 500mg/dl range with symptoms of nausea, vomiting and cramps. The pump reportedly would power off on its own and not give an alarm. The pump history shows multiple replace battery alarms around the time of the incident. The patient was able to boot up the pump successfully with a new battery. This report is being made based on the indication that the patient experienced hyperglycemia related to the pump losing power.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.